Event description:
It was reported that during the implant procedure, the atrial lead was difficult to insert in the pulse generators header. The lead was implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).